Manufacturer narrative:
D9 the device was received and the date received was added. H6 updated type of investigation code due to the device being returned. H11 updated additional manufacturer narrative due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the fluid leak from the graft lock usage was not determined due to no defect found on the returned products and insufficient clinical details from the field. The cause of the graft lock closure difficulty in providing hemostasis was not determined due to no defect found on the returned products and insufficient clinical details from the field.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The doctor stated the graft locks did not provide hemostasis during the implant of the impella 5.5. The patient had significant oozing from around the graft lock and stated this was a change from the past and asked if the company changed the locks. No patient harm was noted. The procedure was successful with this device.

Manufacturer narrative:
H6 medical device problem code has been updated.

Manufacturer narrative:
B5 updated with additional information. The MFR report is pending regarding the reported failure mode.

Event description:
Additional information received reporting stating the placements signal was abnormally low on the console and a continuous suction alarm occurred. The pump showed in good position without any interaction with heart structures. Patient is fluid positive. An ao adjustment resolved all the alarms. Additional MFR opened against the to report this failure mode.